Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Other company representative reported ¿fluid build up¿, ¿dimpling of breast¿ and ¿small fat pocket that popped¿. This record is for the left side. Device remains implanted.

Event description:
Other company representative reported ¿fluid build up¿, ¿dimpling of breast¿ and ¿small fat pocket that popped¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6.